Event description:
Angioplasty performed 2003. Cordis stent implanted. Pt discharged the next day to home; had severe pain in abdomen. Also breathing problems; visiting nurse advised they returned to hospital the next day. Underwent more testing. Blood clots developed in brain and lungs. Patient died 5 days later.